Event description:
It was reported that the deep brain stimulation (dbs) patient experienced non-healing skin issues over the right burr hole cap. The skin eroded resulting in exposure of the burr hole cap and lead. The clinical team noted the patient was non-compliant with the prescribed antibiotic treatment and delayed care for the wound. As a result, the patient underwent an explant procedure where part of the lead and the burr hole cap was removed. The explanted portion of the devices were retained by the facility; therefore, physical analysis was not conducted in our laboratory.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 24397798.